Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent partially deployed and fractured off from the remaining delivery system. An expandable balloon stent was used to push the stent against the sfa; another vascular stent was prepped and deployed successfully to cover the fractured stent in remaining lesion. There is no reported pt injury.